Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. Follow up with the field service engineer (fse) noted the device failed with a 3111 (o2 not connected) and 5000 (occlusion alarm). The fse found that the oxygen was not connected error code. Once the oxygen was connected this error code resolved. The bacteria filter was replaced and the 5000 e/c was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported extended self-test (est) is not functioning. No patient involvement.